Event description:
On (B) (6) 2010, the pt reported that e6 (mechanical) error was displayed on the infusion device at 6:00am. He stated he has changed the battery several times and is unable to clear the error. The pt was instructed to remove the insulin cartridge and battery and to reinsert the battery and the infusion device functioned properly. The pt reinserted the insulin cartridge and had no further issues. He stated he is not feeling well due to being disconnected from the infusion device all day. His blood glucose was elevated to 22.4 mmol/l (403 mg/dl). His normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.